Event description:
The pt reported that her insulin infusion device displayed "2.00" (which is the software version) on the screen and the device was beeping. She reported that the device was frozen and would not recognize any button presses. The pt removed the power pack and inserted a new power pack and the device went back into run mode correctly. No physiological symptoms were reported. No medical attention was required. No product is being returned.

Manufacturer narrative:
Product not returned for eval.